Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline at minimum rate via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging (MRI) performed today for an unrelated suspected issue and 4 hours post the motor stall had not recovered. An active alarm was noted to be audible. No symptoms were reported. No further complications have been reported as a result of this event.